Manufacturer narrative:
H3: non-destructive analysis was performed and no anomalies were found. Continuation of d10: product ID 8596sc serial# (B)(6) product type catheter. Product ID 8578 serial#(B)(6) product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that the pump was replaced and the wound from the replacement consistently bled every time the patient moved. The wound was evaluated and was found to be eroding through the skin. Drainage was moderate, clear to yellow and pink, with no active bleeding. The pump was explanted and replaced with a smaller pump implanted in the abdomen.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.